Event description:
Customer reported that when running a pt sample for glucose on instrument, a result of 85 mg/dl was obtained and reported. The pt had a previous glucose of 830 and this result was questioned prior to any treatment. The same sample was re-run several times and recovered glucose values of 823-582.